Event description:
A peritoneal dialysis (pd) patient reported experiencing drain complications. One day later the pd nurse confirmed that the patient was hospitalized with peritonitis on (B)(6) 2014. The patient's wife reported that the patient's catheter was blocked completely. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and completion of the plant's investigation. Related mdrs: 8030665-2014-00363 and 1713747-2014-99963.